Event description:
It was reported, during a surgery the lag screw couldn't be inserted into the stem. The surgeon used another lag screw to finish the surgery without delay.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.